Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 30 dec 2025, one vaccess sample was received from the customer to the lab for sample evaluation. During the investigation, it was reported that the lab identified break failure in the received sample. There was no patient contact.

Event description:
On (B)(6) 2025, one vaccess sample was received from the customer to the lab for sample evaluation. During the investigation, it was reported that the lab identified break failure in the received sample. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one vaccess pta dilatation catheter returned for evaluation. Upon visual inspection, the device was returned loaded within a terumo sheath. The returned sheath was noted to have bunching on the shaft distal to the hub. The distal end of the sheath was noted to be buckled, and multiple slights bends along its length. From the distal end of the sheath, the distal end of the balloon was protruding and appeared to be slightly prolapsed. Overall, the sample was bloody with blood noted within the tubing of the returned sheath. During functional testing, the sheath was flushed by an in-house syringe and bloody water was expelled from the distal tip and was noted expelling from the inflation luer. The sheath was pulled proximally from the pta device. Upon retraction, a complete circumferential break was noted to the outer catheter distal to the proximal end of the balloon exposing the inner gw lumen. No further functional testing was performed due to the break. Therefore, the investigation is confirmed for the reported break as complete circumferential break was noted to the outer catheter. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.